Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "there was a needlestick by one nurse the needle cover was difficult to use."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, [100] retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to excess tubing as all samples met specifications. Bd is unable to confirm the customer¿s reported failure mode of excess based on retain sample testing analysis. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "there was a needlestick by one nurse the needle cover was difficult to use."